Event description:
Overnight post-implant, the patient had several non-sustained/aborted episodes. The patient had a pneumothorax and chest tube placed. The r-waves and rv pacing lead impedance had decreased, and the direction of the atrial lead had changed as well. It was later reported that leads were pulled back due to physician suturing technique. Both leads were repositioned. Patient reported to be fine at last check up.

Manufacturer narrative:
Na